Manufacturer narrative:
Pump passed the sleep current measurement, active current measurement, and displacement test. Detailed trace analysis shows that pump alarmed power loss and then power error 25 alarm was triggered when backup battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance at the printed circuit board. The loaded voltage display at the power management graph shows abnormal behavior. After disconnecting and reconnecting the internal battery connector on the printed circuit board, the pump was monitored and functioned properly. No unexpected pump error 25 alarms, replace battery now alarms, or power loss alarms noted during testing. Pump received with scratched case, cracked select keypad overlay, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump alarmed replace battery now alarm. The customer¿s blood glucose level was unknown at the time of the incident. The customer states the replace battery now alarmed less than 10 hours from low battery. Customer states anomaly occurred second time. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.